Event description:
It was reported that during the implant procedure, high pacing lead impedance was observed. The lead was not implanted and replaced after repositioning was unsuccessful. Patient condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.